Manufacturer narrative:
The reported event has been determined to be an unsuccessful implant placement failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
It was reported primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Time of loss in relation to the implant was before restoration. Bleeding was also reported. Bone quality at the time of implant failure was type ii. Implant never fused to the bone. It pulled out when trying to remove the screw.